Manufacturer narrative:
Investigation results as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation results as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported to aesculap inc. That a columbus rev f tib.offset cement.t1 (part # nr071z-as) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, during the cementing process of the tibia tray and stem, the cement worked its way into the tibia baseplate. The cement entered the tibia tray at the junction of the inferior side of tibia tray. The cement obstructed the threaded screw hole for the tibial insert screw. Reportedly, the surgeon spent extra time removing the hardened cement from the small screw hole before the screw was able to be placed. However, the surgeon was able to clear the cement and insert the screw. The complaint device was not returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).